Event description:
Switched to clear care plus hydraglide contact solution, 12 oz, lot 258865f exp 06/2018 and have burning/stinging when inserting contacts after using product correctly. Why was the person using the product: cleans contact lenses.